Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion and hypotension. During a pulmonary vein isolation, a farawave and faradrive sheath were selected for use. The procedure was set in the order as follow left superior (ls), then left inferior (li), then right superior (rs) and right inferior (ri). During the transition from rs to ri, the patient's blood pressure has dropped, and when ice catheter was checked when performing ri, it was found that the wall motion had worsened. Hence, the procedure was discontinued, and cardiac drainage was performed. The puncture was unsuccessful, so a surgeon was called, and thoracotomy was performed. About 300 ml of pericardial fluid was drained, which was confirmed via blood gas analysis that it was venous blood. The device is not expected to be returned. It was further reported that a non-boston scientific device was used for the transseptal puncture.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion and hypotension. During a pulmonary vein isolation, a farawave and faradrive sheath were selected for use. The procedure was set in the order as follow left superior (ls), then left inferior (li), then right superior (rs) and right inferior (ri). During the transition from rs to ri, the patient's blood pressure has dropped, and when ice catheter was checked when performing ri, it was found that the wall motion had worsened. Hence, the procedure was discontinued, and cardiac drainage was performed. The puncture was unsuccessful, so a surgeon was called, and thoracotomy was performed. About 300 ml of pericardial fluid was drained, which was confirmed via blood gas analysis that it was venous blood. The device is not expected to be returned.